Event description:
It was reported that during a ptca procedure, the balloon ruptured and became stuck in the stent. During removal the shaft separated and balloon material came off the shaft. The physician was unable to retrieve the balloon material and the pt went to surgery. Pt status is unknown. The product used in this procedure had an expired shelf life (3/1/2000).